Manufacturer narrative:
A united states customer reported observation of elevated atellica im br 27.29 (br) results which were discordant relative to repeat testing. MDR 1219913-2025-00042 was initially submitted on 25-feb-2025. Update, 08-apr-2025: siemens has concluded the investigation. Review of customer data showed that the customer performed three reagent-pack calibrations on the day of the event. All three calibrations demonstrated higher signal levels than seen in previous calibrations for the same reagent lot. These calibrations met defined-range specifications, but exceeded observed ranges, and therefore required operator review and acceptance; calibration was operator-accepted for the results in question. It was also noted that the quality control (qc) results associated with these calibrations were generally high, and above range for levels 1 and 2. Siemens assisted with on-site troubleshooting. The br assay was recalibrated, and observed signal levels returned to expected ranges. Acceptable qc results were produced following recalibration. Siemens master curve material (mcm) was tested, and produced results within expected ranges; precision was verified. The customer is operational, and the reported issue was resolved by recalibration, which is considered routine troubleshooting. There is no indication of any reagent or instrument issues, and no systemic product problems were identified. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
A united states customer reported observation of elevated atellica im br 27.29 (br) results which were discordant relative to repeat testing. No issues were identified with assay calibration or quality control (qc) results. Siemens is investigating.

Event description:
The customer reports observation of elevated atellica im br 27.29 (br) results which were discordant relative to repeat testing when using br lot 272. The customer tested 69 atellica im br samples on (B)(6)2025, and the results were questioned by physicians. The results were generally identified as falsely elevated. 10 samples with sufficient remaining volume were re-tested on another atellica im analyzer. Results were lower upon repeat testing; 7 of these samples demonstrated differences between initial and repeat tests of 30% or greater. There are no allegations of any adverse patient consequences due to the observed result discordance.